Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The roller pump display assembly was replaced, and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump display went off. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the roller pump display assembly into a lab use only (luo) roller pump. He did not observe any physical signs of electrical component failure on the roller pump display subassembly. Upon power up of the roller pump the display output was verified. The pst left the display on for an hour with no disruptions in the output. It was determined that the roller pump display met specification.

Manufacturer narrative:
**UDI related data quality updates only** the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.